Event description:
We were informed on march 21, 2025, about an event regarding the use of two fuston sphincterotome 7f 25mm 175cm compatible 0.035 ref: g3 1903, ref: fsomnl (magh2 ref: 404890): 1st batch: w4906396, expiry date: january 20, 2028 - internal materiovigilance registration number: 2025-a027. 2nd batch: w4872641, expiry date: september 23, 2027 - internal materiovigilance registration number: 2025-a028. This is not a device manufactured by (B)(6). It was reported that the cutting wire broke during the sphincterotomy. Patient's anatomy: nothing to report. No strain on the endoscope or the sphincterotome. Long position relative to the papilla. The cutting wire broke after two uses of the electrocautery. Two sphincterotomy devices were used, same problem for both. We used a sphincterotomy device from another lab. Reference report mw5171609. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).